Manufacturer narrative:
(B)(4). Despite several requests the explanted device has not been received for investigation by the manufacturer. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. Based on the received information, the lack of benefit was attributed to progressive hearing loss and loose fitting of the fmt to the incus. The patient was explanted of the device, and re-implanted with a ci from another manufacturer. This is a final report.

Event description:
It was reported that the patient was reportedly not receiving any benefit from the device, it was also noted that the floating mass transducer (fmt) was loosely attached to the incus. As per the surgeon, no device malfunction is suspected and the lack of benefit is attributable to the patient's progressive hearing loss and fmt attachment to the incus.

Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect. Based on the received information, the lack of benefit was attributed to progressive hearing loss and loose fitting of the floating mass transducer (fmt) to the incus. The patient was explanted of the device and re-implanted with a cochlear implant. This is a final report.

Event description:
It was reported that the patient was reportedly not receiving any benefit from the device, it was also noted that the floating mass transducer (fmt) was loosely attached to the incus. As per the surgeon, no device malfunction is suspected and the lack of benefit is attributable to the patient's progressive hearing loss and fmt attachment to the incus.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was reportedly not receiving any benefit from the device, it was also noted that the floating mass transducer (fmt) was loosely attached to the incus. As per the surgeon, no device malfunction is suspected and the lack of benefit is attributable to the patient_s progressive hearing loss and fmt attachment to the incus. The patient was explanted of the device and re-implanted with a cochlear implant.